Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed as the nozzle was not defective, only clogged. Additionally, the device evaluation found the camera cover was shaved, the adhesive on the protective coating of the bending portion of the device was cracked and deteriorated, and the objective lens had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope water flushing nozzle was defective. Inspection and testing of the returned device found the nozzle was clogged and no water or air could pass through. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The detection method is described in the instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.